Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an interventional procedure in 2002. It was reported that the patient's bilateral groin sites were accessed for the procedure and hemostasis was achieved bilaterally with closer devices. The patient underwent brachytherapy 2 days later via the right groin and hemostasis was achieved with the closer device. The patient was discharged home 3 days later, with a reported "small hematoma in the right groin, but the sites looked good". One week later the patient presented to the physician's office. The right groin was assessed as "hot, tender, swollen and a hematoma measuring 4.5 x 12 x 2.5 cm". The patient was reported to have a low grade fever. The patient was readmitted to the hospital. An ultrasound was performed and showed the presence of a pseudoaneurysm. A surgeon was consulted and the patient was taken to surgery. The anterior wall of the common femoral artery was reported to be "necrotic" and was removed. A saphenous vein patch was placed to repair the artery. The surgeon noted the presence of 4-5 sutures in the artery from previous procedures. Blood cultures were drawn and were positive for staphylococcus. The patient was placed on vancomycin, kefzol and rifampin. The patient has been discharged home. There is no report of further adverse patient sequelae.